Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient present signs that indicates that the needle possibly felt into the patient? No signs till now. Did the surgeon found after the procedure the needle? Not found till now device return follow up. No device can be returned. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify/specify this event? Was this a needle pull off from the suture or the needle broke? Will be unopened sample returned?

Event description:
It was reported that the patient underwent a congenital heart surgery in child on (B)(6) 2020 and the suture was used. It was reported that the pull off suture needle occurred, the needle was found broke during surgery. CT was used to look for the needle but could not find it. It's unknown whether the needle left in patient's body or not. Surgery was delayed for about half hour. The patient is stable in hospital now. The patient is not presenting any signs that the needle possibly felt into the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pah047 and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify/specify this event? Was this a needle pull off from the suture or the needle broke? --pull off suture needle will be unopened sample returned? --no.